Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm which date is correct. (B)(6). During which firing stroke did the event occur? Device locked during 2nd firing stroke. Did the device lock-out (no staples deployed and no cut line started)? Some staples and beginning of cut line. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Could not be completed. Is the current patient status known? No patient implication. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description states that the event date was (B)(6), but the information entered in the date fields on the pc indicate that the date was (B)(6). Please confirm which date is correct. Additionally, during which firing stroke did the event occur? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
Device jamned after firing and jaws would not release at all. The bowel had to be cut either side.